Manufacturer narrative:
Incomplete product has been returned, so there was not possible to perform full investigation. Returned part was the fibre tube with the adapter. A1 the wires, plug, handle, tube and funnel has not been returned. Assuming form complaint description, the funnel detached from the fibre tube. The tube was examined and residues of glue on the tube was found. However without the funnel it is not possible to determine direct root cause. It is possible that there was to less glue used during assembling process or there was additional strength put on a funnel during surgery which caused the funnel to fall down. However there are only assumptions and the real root cause can not be determined.

Event description:
Surgeon placed through port and went open. "Loop" broke off in pt. Had to remove and retrieve broken piece before proceeding with case.